Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 15mmx3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon insertion into the guide catheter, the catheter broke into half inside the guide catheter. The part that broke was outside the patient and the other part was in the guide catheter. The device was pulled off the wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter and a stopcock. The balloon was tightly folded and there was contrast in the lumen. Microscopic and tactile inspection revealed a separation in the hypotube 85cm from the strain relief. The fracture faces were ovaled, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 15mmx3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon insertion into the guide catheter, the catheter broke into half inside the guide catheter. The part that broke was outside the patient and the other part was in the guide catheter. The device was pulled off the wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.